Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
It was reported that the patient had a revision procedure to reposition their implantable neurostimulator (ins) from their back to their belly. The revision was performed because they had lost a lot of weight and the ins was moving around in the pocket area in their back. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2015-20698 for the patient's subsequent device issue